Event description:
User failed out high on one external proficiency survey sample for alcohol (etoh) and received discrepant results upon repeat testing. User said the survey samples arrived cold, were kept refrigerated with no thawing required and were run in their primary tubes. Reported survey result 112 mg per dl. Acceptable survey range 30.5 to 50.0 mg per dl. The same survey sample was repeated on (B) (6) 2009 giving 39 mg per dl. No pt samples were involved with this event. If additional info is received, appropriate notification will be provided.